Event description:
It was reported that during an initial hip arthroplasty, the exceed inserter handle was stuck inside the g7 shell and could not be detached. This led the surgeon to explant the g7 shell from the patient after it had been implanted. Exceed instruments were used to implant g7 implants as there are not enough g7 instruments.

Manufacturer narrative:
(B)(4). The product has not been received, the investigation was limited to the information provided. Compatibility issue: wrong combination of instruments used. Intentional off-label use by surgeon. Mhr review could not be performed as lot number is unknown. A review of the complaint database over the last 3 years has found no complaint reported with the item 31-601587. The root cause is attributed to intentional off-label use.

Manufacturer narrative:
(B)(4). Initial report. Report source: foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Associated product: medical product: g7 osseoti 4 hole shell 62mm h, catalog #:110010249, lot #: r3594169a. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the exceed inserter handle was stuck inside the g7 shell and could not be detached. This led the surgeon to explant the g7 shell from the patient after it had been implanted. Exceed instruments were used to implant g7 implants as there are not enough g7 instruments. Attempts have been made and additional information on the reported event is unavailable at this time